Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient extension set disconnected from a homechoice cassette. This event occurred during fill one of four with patient involvement. The renal therapy service agent assisted the care giver in ending therapy on the homechoice and advised them to start over with new supplies. During follow-up, the care giver stated the connections had seemed normal and secure; there had not been any damage to the cassette or extension set. The set had not been tangled. The homechoice device did not display any alarms when the disconnection had occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.